Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information became available that this lead continued to exhibit out-of-range (oor) shock impedances as well as increased thresholds. The lead remains implanted.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 125 ohms and decreased sensing. Boston scientific technical services (ts) was consulted and suggested to check other vectors, which was done and all resulted in increased shock impedances. Ts stated that it was concerning to see a drop in sensing, along with increased shock impedances, and suggested defibrillation threshold (dft) testing to confirm the lead is working correctly. The patient has an left ventricular assist device (lvad) implanted and the thought is, those wires might be too close to the lead. The system remains implanted. To date, no adverse patient effects have been reported.

Event description:
Additional information was received which indicated the crt-d was explanted and replaced due to therapy downgrade. The rv lead continued to exhibit out-of-range (oor) shock impedances. The physician elected to leave the rv lead implanted and continue to monitor. No adverse patient effects were reported.